Event description:
The customer stated they plugged the vsm monitors ac/dc adapter into the ac wall outlet and felt an electrical discharge.

Manufacturer narrative:
Conclusion: other (this ac to dc converter will be retained by the manufacturer for further study.) The device is an ac to dc power converter returned to the manufacturer, where a visual examination was performed. The investigation revealed the internal conductors of the ac power cord, (result), made contact where the conductors enter the insulated ac main plug. This contact created a short circuit (conclusion), allowing the user to sense an electrical discharge. The ac to dc power converter will be retained by the manufacturer for further study.